Manufacturer narrative:
No intervention was performed.

Event description:
It was reported that after implant prior to discharge exit block was observed. Due to the patients age the left ventricular lead remained implanted.